Event description:
It was reported that the bd insyte¿ autoguard¿ bc winged shielded IV catheter needle would not retract during use. The following information was provided by the initial reporter: "reason why the device was used (or intended to be used); for implantable devices, also indicate the specific diagnosis: venous sampling two identical events for 19 and 20 december during the positioning phase of the venous access the safety system was not activated. The withdrawal has been necessary. Consequence of the accident: a second venipuncture was necessary the device (¿specific part¿) involved in the accident or near accident is available: no."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.